Manufacturer narrative:
Device evaluation: g4, h2, h3 and h10. H10: the reported issue was confirmed. All testing were performed with good known test ac adapter and patient circuit connected. The unit passed 108 hour extended tests at customer's settings. Failed troubleshooting final test tidal volume. Monitored vte and calculated vti values are too low to be calculated. The unit passed all test and runs according to manufacturer's specifications. No root cause has been determined at this time, since the investigation is still ongoing.

Manufacturer narrative:
Result of investigation: vyaire technical support was able to duplicate the reported issue tidal volume test failed for non-conformance with tests 1, 2, 3, 4, 5, & 6. The monitored and calculated inspiratory tidal volume (vti) values are low to be calculated. Problem and isolate it to small piece of tubing similar to oxygen tube, stuck between bypass valve diaphragm and turbine manifold absorbers creating leak.

Manufacturer narrative:
The equipment was received in vyaire facility. The unit is placed on extended test/run-in. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during transport of a patient the ltv 1200 was not delivering the set volume of 400. The customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.